Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the basal rates got changed and need to be adjusted again on the insulin pump. In a previous call, the customer's current blood glucose was 453 mg/dl. Customer treated earlier with the pump. Customer is not currently on the pump and is on a back-up plan. Customer stated that he is going to hold off before treating again. Customer has been off the pump for about an hour. Customer also reported a low blood glucose level in the 40's mg/dl the other night. Customer treated with juice and food. Customer declined troubleshooting for high blood glucose. Customer was advised to follow up with his health care professional and to change out the infusion set completely. Customer was also assisted with programming the pump. In a previous call, the customer stated that last night he had a blood glucose level of 468 mg/dl and did a correction. Customer's blood glucose was still over 450 mg/dl 2 hours later. Customer then did another correction.